Event description:
It was reported, that the blade would not retract on the vessel sealer. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint. And completed the device evaluation. Failure analysis found that the instrument's blade was seated in the garage as expected and not exposed. The instrument was installed on an in-house system and passed the self test. Parallel scratch marks that measured to be similar to the width of the knife blade were found on the electrode, leading up to the grit blast areas of the missing ceramic dots. This evidence suggests that the knife blade most likely dislodged the ceramic dots, during the failed homing sequence. The sequence of log events indicates, the blade jammed during use before the homing failures.